Event description:
Customer reported being hospitalized due to low blood glucose. Customer was going to check bolus history but customer stated that the display screen is missing segments and was unable to make out the screen. Customer stated not recalling bumping or dropping the pump.